Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The complaint was not confirmed via data. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed related to the complaint. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.